Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a swollen rash under the therapy electrodes that was leaking white liquid. The patient's physician advised to apply hydro-cortisone cream. The patient was also issued additional garments to increase the frequency of garment change. Follow-up indicates that the swelling went down.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.